Manufacturer narrative:
Follow-up # 1: date of submission 09/09/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: during visual inspection, it was noted that the keypad cover was intact. The up, down, and ok buttons were unresponsive. There was moisture observed under the display but there was no contamination found under the button contacts. The pump case was removed and there was moisture found internally. A leak test was performed and failed due to a battery compartment leak.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.